Event description:
Clinic notes from (B)(6) 2012 reported that the patient was admitted to the hospital with reason for consult as recurrent and exacerbated seizures with a history of intractable seizures. The patient was admitted the day prior to the consult because of weakness and exacerbation of seizures with the vns stimulator "acting up", according to the patient. The patient reported that she had about seven seizures in the prior two weeks. The diagnoses showed the weakness had an unknown etiology. She was admitted for further evaluation and treatment. The physician reported that the patient was no longer his patient, but the trouble standing the patient was experiencing was not related to vns. There were no causal or contributory programming or medication changes precede the onset of the patient's trouble standing. The plan was to check the vns battery operation which the physician reported was functioning properly and to check the level of the patient's anti-seizure medication, eeg and CT scan of the head. Later on (B)(6) 2012, the notes reported that the patient was now not having issues with seizures. The CT scan of the head was unrevealing, and medication levels were pending. When checking the vns generator, the physician indicated in the notes that he was having some "clinical difficulties reading her battery. It is certainly possible that the [vns generator] is down and needs to be replaced". However, the physician provided the patient's settings on (B)(6) 2012. A nurse at the hospital reported that a vns physician came to the facility to interrogate the patient's device. The physician reported that the device was functioning properly which was noted to be impressive as the device had been implanted for about 12 years. Due to insurance reasons, the patient is only evaluated if she is seen in the hospital. However, it was noted that the patient has not been evaluated in some time. The physician reported on (B)(6) 2013 that he does not know how the patient has been since being seen in the hospital in december. Additionally, the nurse indicated on (B)(6) 2012 that the patient's generator was low and inquired. Although surgery is likely, it has not occurred to date. Attempts for additional information regarding the increased seizures from the physician have been unsuccessful to date.

Manufacturer narrative:
.